Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it was discarded. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable. It was also reported that the valve was explanted due to aortic dissection and aortic root aneurysm. The patient had a history of chronic aortic dissection. Patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial aortic valve was explanted after an implant duration of 7 years, 10 months due to aortic dissection and aortic root aneurysm. The 25mm aortic valve was found to have thickened leaflet and stenosis. The patient underwent aortic root replacement with a valsalva graft and CABG x 2. The explanted device was replaced with another 25mm aortic valve. The right coronary was dissected with bleeding into the residual aortic wall and required extensive repair. Rv was not functioning well coming off bypass. The surgeon was concerned for compromise of rca button. The compromise was not related to the valve. Lv looked good initially but coming off, it was not great with time. Left button also had extensive calcification and dissection. Therefore the patient was placed back on bypass, clamped and bridged vein to proximal right and lad. The patient came off with moderate inotropic and pressor support and placed an iabp. The patient condition was reported to be critical but stable and the patient was transferred to the intensive care unit.